Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The reporter also alleged visualization of dust particles in tubing and patient having headaches, cough, trouble to sleep. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The manufacturer visually inspected the device internally and found evidence of water ingress in blower box and on blower. Also found multiple contaminants throughout the device. The manufacturer concludes there was no evidence of sound abatement foam degradation but presence of multiple sources of contamination and water ingress in the air pathway, which is consistent with the source of contamination being external. Section d9, h3 and h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.